Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that after performing a correlation study, the axsym digoxin iii assay generated higher results compared to the axsym digoxin ii assay (a 1.61 ng/ml difference). There was no impact to pt management reported.